Event description:
Sfa stenting-patient enrolled in trial in other country: occlusion of device occurred prior to discharge. High grade stenosis at ending of stent reported, most likely due to thrombotic opposition.

Manufacturer narrative:
Please reference MDR 2183870-2008-00228 for other protege everflex used in this procedure.